Event description:
The customer called regarding a beep anomaly. It was indicated that the customer now has the pump on vibrate mode due to beep anomaly. In addition the pump did not pass the self test. At that time, the customer was advised that a replacement will be sent.